Event description:
It was reported that a large volume intermate was observed to have particulate matter inside the bladder. The particulate matter was described as being white and approximately less than 1mm in size. There was no patient involvement. Additional information was requested and is not available. This medical device report is report 7 of 10.

Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: february 27, 2014 ¿ march 4, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. During visual inspection white particles measuring between 0.2 and 1.5 mm were found floating in the fluid within the bladder of the device. Fourier transform infrared spectroscopy revealed the particles to be acrylic material. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.